Manufacturer narrative:
No audio or beep anomaly noted. Unit had unresponsive esc and act buttons due to moisture damage lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture and not working. The customer's blood glucose value was 217 mg/dl. The customer reported that the insulin pump was dropped in the cooler. The customer reported that insulin pump keeps on beeping and they got a high blood glucose. Customer reported that there was fluid under the liquid crystal display. The troubleshooting was performed for moisture damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.